Manufacturer narrative:
Reporting of this complaint at this time is based on a previously filed serious injury MDR for complaint. As a result of that injury report, a 2-yr reporting timeframe was initiated for tall complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting 2007. This MDR filing is a result of that retrospective review. Event problem codes provided by the MFR. A surgery database performance verification was conducted on this sys and the analysis indicated the laser performance factors analyzed were operating within specification during the time of this pt's surgery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.

Event description:
A nurse reports a pt with a possible decentered ablation. This report is for the right eye, the left eye is being reported under MFR's report number 1061857-2008-00098. Pt records were received and did not indicate an injury for the right eye. Ucva improved from 20/cf to 20/30+3 at 1 day post-op. No other visual difficulties were noted in the pt's records. The surgeon stated there was no pt harm/injury associated with this event. Add'l info has been requested.